Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient went through a metal detector and she noticed that her pump had stopped. There were no alarms reported that there was any motor stall. The pump was interrogated and showed that the pump had stalled for 19 days/400 hours before being turned back on. The final pump log indicated that there was also a motor stall and recovery the day of interrogation. No symptoms were reported. No further complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare professional. It was reported that the stall occurred on (B)(6) 2019 and upon interrogation on (B)(6) 2019 the stall recovered. The patient reported a little increase in pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.